Event description:
According to the information received, intraoperatively during chest closure, the patient experienced elevated st segment on electrocardiogram. The two connectors were removed and the anastomoses were completed with sutures. No additional information was received, including the patient's current health status.